Event description:
It was reported that the patient was charging more than expected. The estimated recharge interval was calculated and it was determined that the patient should expect to recharge every 4 days. There had been a change in the charge patterns. The patient had been implanted for one month and had been charging weekly. Recently, the patient went to needing to charge every 2 days. The patient didn¿t let the charge go below 50%. An impedance check was performed and found that electrode 0 as the reference was displaying greater than 12,000 ohms. The other reference electrodes had normal impedances. The impedances did not show below 200 and were checked at 3v. No patient falls were reported. An x-ray was performed and there was nothing to note; the lead position was the same. The patient felt rib stimulation briefly when he turned the stimulation on and then it went away. It was noted that this feeling was not new. It was further noted that the patient¿s recharging frequency matched the patient settings. The patient was in continuous mode. The patient was able to recharge normally. The patient had a follow up appointment on (B)(6) 2015 and it was indicated that the patient was still receiving some abdominal stimulation. The device was reprogrammed to narrow the pulse width and decrease the rate. Following reprogramming, the amount of contacts being used was changed and contact #0 was no longer being used. The abdominal stimulation went away. The patient had reprograming at the office to help reduce the abdominal stimulation even further. Reprogramming was effective in reducing abdominal stimulation at the end of the reprogramming session in the office. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).